Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter tip was welded in during sealing, causing the tip to be pressed flat. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one opened ti lp port with 6 fr s/l chronoflex catheter kit and two photographs were returned for evaluation. Visual and microscopic evaluations were performed on the physical sample. The investigation is confirmed for the catheter being caught in the tray seal. One end of the catheter appeared flattened and was smooth on one side and rough on the other. Indents were noted on the tray packaging seal and tyvek cover and were the approximate size of the flattened area of catheter. The gap noted in the seal did not appear to extend far enough to compromise the sterile barrier. The photographs returned showed a catheter with a flattened tip which appears to be the same as that found in the physical sample. The root cause of the event is determined to be manufacturing related. Labeling review:IFU, bardport, xport, slimport rev.0 prior to placement: - examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. Sterilized by ethylene oxide. Do not resterilize. - inspect kit for presence of all components.

Event description:
It was reported that the catheter tip was welded in during sealing, causing the tip to be pressed flat. There was no patient involvement.